Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A manual insulin injection was administered to address bg level. During troubleshooting with tandem technical support the wake button was confirmed to function as intended.